Event description:
It was reported the unit arrived damage at the electrical plug. There was no patient harm, no user injury reported due to the event. Issue found during installation.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue was confirmed. The device inspection revealed damage at the electrical plug, broken power inlet was noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the broken power inlet was due to damage at the electrical plug. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.